Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. The colors were instantly green and red when turned on the machine, and it seemed that the optic head also overheated more than it should, though this was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged couple device was broken. Based on the results of the investigation, it is likely the following malfunction the colors were instantly green and red when turned on the machine was due to charged couple device was broken and optic head also overheated, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device colors were instantly green and red when the machine was turned on. It seemed that the optic head also overheated more than it should. This issue occurred during therapeutic inguinal hernia procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.